Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented remotely. Upon review of the transmission, it was observed that the implantable cardioverter defibrillator exhibited myopotential oversensing resulting in inhibition of pacing. Programming changes were made to correct the issue. The patient was stable and will continue to be monitored.